Manufacturer narrative:
Bracket, support arm.

Manufacturer narrative:
Supplemental report.

Event description:
The customer was advised to tighten the thumbscrew that secures the bracket to the side rail of the cart to prevent the movement of the bracket. There were no parts replaced during service.

Event description:
The customer reported the support arm bracket mounted on a ventilator stand came off the rail it was mounted on and the user got struck in face with the support arm. The customer reported the respiratory care practitioner (rcp) user was removing the heated wire cables from the ventilator post patient use when the support arm fell off and hit the rcp in the face. The customer reported the user needed ice placed on the swollen area and the user is fine. The screw that secures the bracket to the rail must be fully engaged when mounted to prevent it from moving off the rail during movement of the ventilator.